Manufacturer narrative:
Update to b5 correction to h6 impact codes.

Event description:
It was reported that this patient was implanted with an inflatable penile prosthesis (ipp) as part of the it matters clinical study. After implant, the patient had difficulty using the device and was experienced pain with the use of the pump. The patient reported that the device would inflate when sitting down. The physician suspected the device was functioning as intended and the patient needed further education on the use of the device. At the annual follow up appointment, the patient was still having difficulty with inflating the device and attempts to use every day. The physician still believes the patient needs extra teaching at this time. There has been no surgical intervention, and there were no additional patient complications reported.

Event description:
It was reported that this patient was implanted with an inflatable penile prosthesis (ipp) as part of the it matters clinical study. After implant, the patient had difficulty using the device and was experienced pain with the use of the pump. The patient reported that the device would inflate when sitting down. The physician suspects the device is functioning as intended and the patient needs further education on the use of the device. There were no additional patient complications reported.